Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op it was found that the set screws migrated out of the bone screws. The patient under a revision surgery to remove and replace the bone screws at l4, l5 and s1. Connectors were also added to the construct. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (at the center) is significantly different than bench comparison samples. Witness marks on the set screw rod interface surface suggests the rod or the set screws may have been oriented at an angle during final tightening. This is indicated by the rod witness marks on the surface of the set screw, and the asymmetrical final tightening witness marks.